Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and microscopic analysis was performed which identified broken striated, missing shell (0-25%), broken sharp and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. A sharp broken on posterior due to a surgical impact opening. Missing shell due to inconclusive.

Event description:
Patient reported ¿pain in breast started about 5 days ago¿ and ¿they had an ultrasound examination because they discovered a lump in breast. During this examination there were irregularities observed with the implants. Patient then had a mrt appointment where the rupture and in addition leaking was confirmed¿. Explanting surgeon reported capsular contracture baker grade IV and advised the device has been removed. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿pain in breast started about 5 days ago¿ and ¿they had an ultrasound examination because they discovered a lump in breast. During this examination there were irregularities observed with the implants. Patient then had a mrt appointment where the rupture and in addition leaking was confirmed.¿. Explanting surgeon reported capsular contracture baker grade iiv and advised the device has been removed. This record relates to the right side.